Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. It is reported that ¿no further information would be released by hospital or surgeon. If any further information is provided, the complaint report will be updated.

Event description:
Primary distal radius plate procedure. It was reported that when the locking screw was tightened, it did not lock but instead kept spinning. The surgeon attempted to remove the screw in order to implant a new one, but the screw just kept spinning. Surgeon decided to leave the screw in the plate in the patient. Surgery was completed successfully with a delay of approximately 5-10 minutes. No adverse consequences reported.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
Primary distal radius plate procedure. It was reported that when the locking screw was tightened, it did not lock but instead kept spinning. The surgeon attempted to remove the screw in order to implant a new one, but the screw just kept spinning. Surgeon decided to leave the screw in the plate in the patient. Surgery was completed successfully with a delay of approximately 5-10 minutes. No adverse consequences reported.